Event description:
It was reported that during a peripheral stenting treatment procedure stent damage occurred. The target lesion was located in the superficial femoral artery (sfa). An epic vascular 8x100x75 stent was selected and advanced to treat the target lesion. During the procedure, the physician "did not realize" that the stent was a co-axial system and held on to the catheter. The stent overlapped on itself. The sfa lesion was dilated with an unspecified balloon and the procedure was completed with another stent. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).